Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 and an occlusion alarm occurred during bolus delivery. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge successfully and changed the infusion set. As the customer had changed out the infusion set and cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.